Manufacturer narrative:
Device evaluated by manufacturer - the distal coil segment and wire shaft 4.81cm distal of the distal most marker coil are missing and not included with the returned device. The specimen presents a fracture of the wire shaft proximal of the distal coil segment with indications of ductile, torsion overload fracture with bending loads. The specimen also presents bends/kinks over the distal 1.35cm and beginning at the distal depth marker band and extending to a point 27cm distal of the proximal tip. The distal-most marker coil presents stretched coil wraps and miss-aligned/overlapping coil wraps. The specimen presents indications of advancement against resistance, as manifested by the nature of the bend/kink damage over the distal 1.35cm of the specimen and the damage to the distal-most marker coil. No other damage or inconsistencies are noted to the specimen at this time. All remaining joints appear to be correct and intact by visual examination and by non-destructive testing. Except where noted, the specimen device appears visually and dimensionally correct. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a endovascular treatment procedure, a guide wire tip detachment occurred. The cto, moderately tortuous and non-calcified target lesion was located in the left posterior tibial artery. As the .014 thruway guide wire was advanced the wire was unable to cross the lesion, during attempt to cross the lesion the tip was unable to retain the intended shape. A guide catheter was inserted to help support the wire. However approximately 5 cm of the wire tip detached inside the patient. The device fragment was retrieved with a gooseneck snare. No patient complications were reported and the patient status is good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a endovascular treatment procedure, a guide wire tip detachment occurred. The cto, moderately tortuous and non-calcified target lesion was located in the left posterior tibial artery. As the .014 thruway guide wire was advanced the wire was unable to cross the lesion, during attempt to cross the lesion the tip was unable to retain the intended shape. A guide catheter was inserted to help support the wire. However approximately 5cm of the wire tip detached inside the patient. The device fragment was retrieved with a gooseneck snare. No patient complications were reported and the patient status is good.